Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator did not recognize the bipolar ports and the neutral pad port. To correct the problem, the customer used a force triad 10 generator and finished the procedure using the da vinci x system. There was a delay of less than 10 minutes. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the complaint and replaced the integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the iesu involved with this complaint; however, failure analysis has not completed their investigation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis (fa) team. Fa was not able to reproduce the reported complaint. The unit energized and cauterized and all ports recognized instruments.